Event description:
It was reported that t:slim x2 pump housing around usb port was damaged, including usb pins, which affected ability to charge and meant pump could no longer be considered watertight, although pump had not shut down and no low power alerts had been received. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, and was informed they would need to reenter pump settings and connect continuous glucose monitor to replacement pump; technical support confirmed shipping details, arranged shipment of in-warranty replacement pump, provided setup guidance for the new pump, and instructed customer to return damaged pump using prepaid label within 10 days.